Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 74001, lot# n241207, implanted: (B)(6) 2010, product type: adapter. Product ID: 3550-09, lot# l73765, implanted: (B)(6) 2000, product type: accessory. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
The patient¿s device became overdischarged and a physician mode recharge (pmr) needs to be done. When the company representative tried to do the 60min countdown, the temperature screen came up right away and was unable to proceed. When company representative told the patient a new antenna was needed, the patient¿s response was ¿this would be the 3rd time¿ but it was unclear what that meant. The recharger¿s antenna was damaged. The company representative confirmed that the patient was still waiting on a refurbished recharger as of (B)(6) 2013. The patient was still not receiving stimulation and will be seen next week.